Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified radial vein. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured at the middle. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.